Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
The afapro28 balloon catheter with lot number 14472 was returned and analyzed. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application and triggered system notice 50005. During inspection and pressure testing of the shaft segment, a guide wire lumen was partially detached from tip molding bond and guide wire lumen breach was observed at the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach and being detached from the tip molding bond.